Manufacturer narrative:
Reference record (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. It was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. Stoma site infection and sepsis is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2023, a 79 year old from (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube and percutaneous endoscopic jejunal tube (j-tube). On (B)(6) 2023 patient had decrease appetite and nausea accompanied with vomiting, which was ongoing almost daily for the past 2 months. On (B)(6) 2023 during a nurse visit, the patient had a deterioration in general condition with weakness, loss of appetite, salivation, exhaustion, and vomiting. On an unknown date, the patient was admitted to the hospital where a fever developed. On 20 jul 2023 the spouse reported that the patient died on (B)(6) 2023, cause of death at that time was unknown. On 22 jul 2023, the spouse reported that the patient died due to sepsis, cause at that time was unknown. Additional information received on 29 aug 2023 from the spouse who reported that the autopsy stated the sepsis was caused by the tube when the patient was hospitalized; a special examination was performed which showed that there was an infection in the area of the stoma site. No further information was available.